Event description:
The customer reported the ventilator would not pass extended self testing (est). The ventilator was not in use at the time of the reported problem, therefore there was no pt involvement or harm. The respironics service tech was able to duplicate the reported problem. Upon eval of the ventilator, the service tech reported finding the inspiratory solenoid broken. Failure of the inspriatory solenoid while in use could result in a vent inop condition. Vent inop, if in use ona pt, will stop providing ventilatory support to the pt. The service tech replaced the three station solenoid assembly to correct the problem. Est and performance verification testing was performed and the unit passed per operating specifications.